Event description:
It was observed that during the device evaluation, the rigid video telescope had fiber bonding in the outer tube area (distal end) had been damaged. The laser light cable of the video cable section had contained foreign material. There had been no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the fibre bonding in the outer tube area (distal end) is damaged is cause not established. The most probable cause of the laser light cable plug of the video cable section contains foreign material is cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.